Event description:
It was reported that during a follow up, upon interrogation episodes of aborted shocks in vf zone were observed. It is suspected that a lead noise was the cause. Noise was reproducible with movement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.